Manufacturer narrative:
(B)(4). Concomitant product: other: guideliner. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The fractured stent was not confirmed; however, analysis revealed a hypotube separation. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a chronic total occlusion located in the narrow, mildly calcified, but heavily tortuous circumflex. The 3.0x38 mm xience prime stent delivery system was unable to cross, which resulted in a flared or fractured stent strut with a sharp point. Additional predilatation was performed and a new xience prime stent was used successfully to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.